Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. It was also reported that customer fell on insulin pump due to low blood glucose and as a result, display screen was blank. Customer's blood glucose was 10.7 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify power alarms due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.